Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there was purple discoloration on pump touchscreen. Customer will continue to use current pump for insulin delivery. Customers blood glucose was 150 mg/dl.